Event description:
As reported by the user facility: (B)(4), 1 item, occurred (B)(6) 2012. Reports over-infusion. Fentanyl drip went empty more often than it should have. Drip was empty, but pump cleared 150 ml and should have been 250 ml, either issue is with the pump or bag was not filled as labeled. Two other nurses had same issues, when pump tested with a single line it was accurate. Last svc on pump unk. Issue occurred in ccu. No injury reported.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4) (the MFR), and b (B)(4) (the importer). (B)(4). The volumetric accuracy was tested twice in piggyback mode and once in primary mode. No free-flow occurred with the door closed or opened. Piggyback test results: (B)(4). The pump's operational log was reviewed. On (B)(6) 2012 at 00:20:34, a standard infusion was started with a rate of 37.5 ml/h. At 00:21:07, an "upstream alarm" occurred and the infusion stopped with a total volume infused of 0.34 ml or 100% of the expected volume. At 00:21:35, the alarm was turned off. At 00:21:51, the infusion was re-started with the same rate of 35.5 ml/h, but immediately stopped at 00:21:54, with a total volume infused of 0.03 ml or 100% of the expected volume. At 00:22:03, the infusion was re-started, same rate (37.5 ml/h). At 4:44:15, the infusion stopped due to an "upstream alarm," total volume infused 163.86 ml or 100% of the expected volume. At 4:44:34, the alarm was turned off. At 4:46:31, a new vtbi (volume to be infused) of 207.8 ml was entered. At 4:46:32, the infusion was re-started with the same rate of 37.5 ml/h. At 6:01:23, the infusion was stopped with a total volume infused of 46.77 ml or 100% of the expected volume. The date of the event was reported as (B)(6) 2012. However, the operational log did not have any data after (B)(6) 2012. Based on the results of this investigation, the pump operated as intended and the reported failure could not be reproduced. All available info has been forwarded to the pump device MFR.